Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that, intra-op, the tip of the instrument broke. The instrument came in contact with the patient. No fragments of the device remained inside the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis result: visual microscopic probe bent in multiple locations near the end, with the tip missing and not returned for analysis. Microscopic examination of fracture revealed a quasi-brittle fracture surface with no visible indications of fatigue. The bent tip, nature and location of fracture the surface suggests failure due to bend stress overload. If information is provided in the future, a supplemental report will be issued.